Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. D4: lot number is unknown. The device is available for evaluation; however, has not been received.

Event description:
The event involved a spinning spiros closed male luer, 10 units which was reported that impediment of the filter, no plow or no air exchange when utilizing a syringe with or without the spiros ch2000s. There was no reported patient involvement or harm.